Event description:
A healthcare professional reported that a knife was experienced to be dull during a procedure, which required a suture to seal the incision site. The pt is reported to be doing fine.

Manufacturer narrative:
One opened sample was returned for eval and analysis. Visual examination using magnification revealed there was damage to the tip and cutting edge. The device history record (DHR) for the lot was reviewed. Functional penetration test values for this lot met specification. No abnormalities that could have contributed to a dull knife were found during the DHR review and the product was released according to MFR's acceptance criteria. The root cause for the damaged knife is unk. It is unlikely that the damage occurred during the mfg process. (B)(4).